Manufacturer narrative:
(B)(4).

Event description:
The customer reports: luer-lock connection (brown head) has fallen off the catheter during use.

Event description:
The customer reports: luer-lock connection (brown head) has fallen off the catheter during use.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. The catheter body appeared to be intentionally cut. Visual examination of the returned sample revealed the distal luer was separated from the extension line. The luer was not returned. The edges of separation appeared smooth. The total length of the returned catheter body measured to be 221 mm which indicates at least 89 mm were trimmed and not returned per product drawing. The outer diameter of the returned distal lumen measured to be 2.13 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the returned distal lumen measured to be 1.49 mm which is within specifications of 1.42- 1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The proximal and medial lumens were flushed using a water-filled lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the proximal and medial lumens were fully secured within their luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "catheter should not be forcibly removed , doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The customer report of luer hub separation was confirmed by complaint investigation of the returned sample. The returned sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The probable root cause could not be determined based on the information provided and without the separated luer hub returned for evaluation. Teleflex will continue to monitor and trend for complaints of this nature.